Manufacturer narrative:
Follow-up #1: date of submission 12/23/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged scratched display was verified. The pump powered up with auditory and vibratory features. Scratches were found on the display lens. No tactile issue was observed with the buttons.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display lens was scratched with no evidence of moisture or corrosion in the pump. The pump was not available for review and no additional information was available. Several attempts by the customer support to follow-up on the matter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.